Event description:
It was reported that the ilet insulin pump with serial number (B)(6) crashed to the floor while the user was attempting to place it after hospital staff initially prohibited pump use and then allowed it following communication with the endocrinologist. Symptoms included no reported adverse physiological effects. Outcomes included management of the user¿s diabetes by hospital staff and arrangement for a replacement ilet with instructions for return and data syncing. Investigation included complaint intake and coordination of replacement logistics. Investigation of this case revealed physical damage consistent with device drop, with no reported screen damage, alarms, or functional analysis possible at this time. It was concluded, based on previously established findings for similar reports, that user handling and accidental drop were the likely cause.

Manufacturer narrative:
The returned ilet device was evaluated after being accidentally dropped, resulting in a cracked and detached display. Inspection confirmed impact-related damage, including separation of the rtv sealant at the bonding interface and failure to power on, suggesting internal electrical damage. Findings were consistent with user-induced mechanical impact rather than an independent device malfunction. The device is not repairable and will be scrapped. User education and replacement instructions were provided.